Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was shocked for atrial fibrillation with rapid ventricular response. The device was reprogrammed with pr logic and stability on. The device is still in use. No further patient complications have been reported as a result of this event.